Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with pocket infection with erosion, and at least one of the previously capped right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead, was visible from the pocket. All the leads were explanted. Patient condition was stable, and the patient was discharged home same day.